Event description:
It was reported that when using the bd pyxis¿ es server, it had a patients are not pulling up on device. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mrphi4 had 2 instances of not printing the critical lows and stocks from 2 units today/overnight. A technical support specialist remoted into the server, deleted the print queue and spool queue to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.